Event description:
Adverse event(s): delay in surgery (no code available). Product problem(s): "system shut down by itself" (loss of power). The facility reported the surgeon was in the middle of a vitrectomy procedure and the system shut down by itself. The nurse recycled the power and the system worked fine.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).